Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four devices. The jaws of an instrument will not open and the safeties of two instruments are broken. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the jaws not opening may occur if the instrument is applied over an obstruction. The instructions for use also states, when positioning the instrument on the application site ensure that no obstructions such as previously clips are incorporated into the instrument jaws. Firing over an obstruction may result in improperly formed staples. Improperly formed staples may result in leakage or disruption of the staple line. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. However, the investigation detected a secondary condition of broken safety that has no relationship to the reported incident. Replication of the secondary broken safety may occur if the instrument is handled rough. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was used for a redo stapling of a pharyngeal pouch, device was reloaded and fired four times. After the final time it was not possible to open and disengage the gun. It was necessary to surgically cut the device out with resulting mucosal defect. Nasogastric feeding tube was inserted with ongoing antibiotics required. Patient hospital stay lengthened and incurred serious injury as a result.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.